Event description:
It was initially reported that the patient complained of feeling the lead/extension or the anchor midline. The implanting physician wanted to revise the area as he felt the connection was too superficial. The implanter also wanted to remove all components and replace with MRI safe surescan. The scheduled date was 2013 (B)(6). It was further reported that the patient underwent the surgical procedure on 2013 (B)(6). The plan was to replace the current system. The patient also wanted stimulation a little higher. The current system was functioning and delivering stimulation for pain areas. The patient also wanted to have an MRI. At the time of the revision, the physician noticed that the incision was infected. There was a gathering of pus. When the physician opened the pocket, it was also infected and pus was again noticed. The entire system was explanted. The plan was to deal with the infection and then implant a new system at a later date. The patient was reported to be doing well. It was further noted that an xray was taken before the revision. No malfunctions were seen and no known cause noted. Additional information was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3487a-56, lot# v353247, implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3487a-56, lot# v370438, implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).